Event description:
Hcp reported the pt was having some heart problems this past winter and had an aortic stent placed. The pt was complaining of an increase in pain, but it was hard to determine if the pain was cardiac related or not . At pump refill, the hcp withdrew 15cc from the reservoir when the expected amount was 3-4cc. The pt had no withdrawl symptoms. A rotor study demonstated a rotor stall. The pump was replaced. Since the replacement, the pt has been coming to the clinic every 10-14 days for medication adjustments. The pt was on a very high dose of medication prior to surgery and is requiring these adjustments.